Event description:
It was reported that the bd syringe 10ml ll s/c 200 barrel cracked. The following information was provided by the initial reporter: "one syringe had a crack which splash blood in an employee eye but don¿t have a lot number for that one and another syringe just pulling a pit on the plunger, it came out and blood want on an employee clothes." "The staff just mentions that ¿¿a lot¿¿ of problem with our syringes but what is a lot?"

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.